Event description:
Boston scientific received information that there was micromovement of this right atrial (ra) lead, resulting in poor sensing and high threshold measurements. This lead was replaced with a new lead. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.